Manufacturer narrative:
Updated h11, g6, h2, and annex e, f, b. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the fragment was lost from the instrument inside the patient's body but was subsequently retrieved using another forceps. It is unknown if all fragments were retrieved. A post-operative x-ray was performed, and no abnormalities were identified. The patient has not returned to the hospital with any post-surgical complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece measuring approximately 0.428" x 0.072" was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had scratches and cracks on blades. The procedure was completed with no patient harm.